Event description:
Facility reported an internal blood leak (12th use). Estimated blood loss is 250cc. No pt ill effect. No medical intervention. Sample is available for examination.

Event description:
Facility reported an internal blood leak (12th use). Estimated blood loss is 250cc. No pt ill effect. No medical intervention. Sample is available for examination.